Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that at the time of preparation for insertion, the doctor did not feel any resistance when pushing the swg (spring wire guide). After the doctor successfully placed the catheter and retracted the wire, it was noted that the swg (spring wire guide) unraveled.

Event description:
The customer reports that at the time of preparation for insertion, the doctor did not feel any resistance when pushing the swg (spring wire guide). After the doctor successfully placed the catheter and retracted the wire, it was noted that the swg (spring wire guide) unraveled.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and one lidstock for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. Multiple kinks and bends were also observed. Additionally, the shape of the distal j-bend was misshapen. Microscopic examination confirmed the damage and revealed that the distal weld had completely detached from the core wire. Despite this, the distal weld was still attached to the coil wire. The proximal weld appeared spherical and intact. The guide wire total length measured 682mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .838mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.